Event description:
A customer contacted baxter's technical service center reporting a check lines and bags alarm during priming where the caregiver (cg) stated they changed the cassette and did not change the bags on the home choice (hc). The same alarm repeated. The technical service representative (tsr) advised the cg anytime he changed a cassette, he needed to change the bags too and cannot reconnect bags once they have been disconnected. The tsr had the cg check lumens on the frangibles and per the cg, the lumen on the heater bag was blocked. The tsr advised the cg would need to start over with new supplies, cassette and bags. Product surveillance (ps) contacted the peritoneal dialysis nurse (pdn) on (B)(6) 2012 regarding the home patient (hp) that changed out the cassette only after the alarm. Per the pdn, they did not contact her regarding the alarm. The pdn will follow up with the hp regarding additional training. The hp was doing fine with therapy on the cycler. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a use error-reuse of single use product where the caregiver stated he changed the cassette and did not change the bags. This complaint is confirmed because a partial swap of materials is a use error that can cause contamination. A labeling review found the labeling to be adequate for the use/user error identified in this incident.